Manufacturer narrative:
Date of event: exact date unknown, event occurred in 2019.

Event description:
It was reported that the patient had an infection. It was noted that the patient experienced pain at the ipg site. The patient underwent a revision procedure.